Event description:
It was reported that during a mildly tortuous, moderately calcified, de novo, distal, left anterior descending artery stenting procedure, pre-dilatation was done with a non-abbott balloon and the intravascular ultrasound failed to cross the lesion. A xience v (2.5 x 12 mm) stent delivery system was advanced and would not cross the lesion. Reportedly, resistance was met as the xience v (2.5 x 12 mm) stent delivery system was withdrawn into the distal end of a non-abbott guide catheter, but the xience v stent delivery system was able to be retracted into the non-abbott guide catheter and be removed independently. When the xience v (2.5 x 12 mm) stent delivery system was removed the stent struts were found flared. The lesion was dilated with a non-abbott balloon. Another xience v was implanted and post-dilated with a non-abbott balloon to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, sion blue, guide cath: heartrail 6f jl4.0. (B)(4) - improper or incorrect procedure or method; incorrect removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Based on the reported information, it is likely that the stent implant inadvertently interacted with the tip of the guiding catheter during withdrawal, causing stent damage and resistance with the guiding catheter. The xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Do not retract the delivery system into the guiding catheter. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.